Event description:
The customer contacted baxter's technical service center reporting the home patient (hp) becoming disconnected from the homechoice by accident, which occurred on the homechoice (hc) during use. The caregiver (cg) stated that the hp became disconnected and the transfer set became loose. The cg shut the hc off and clamped off the catheter and taped over it to secure it but was not sure what to do with the hc. The technical service representative (tsr) had the cg cycle the power to press go to start and had the cg remove the cassette. The tsr assisted the cg to clear the hc and advised them to contact the nurse. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the peritoneal dialysis nurse (pdn) on (B)(4) 2012 regarding the connection issue with the home patient (hp)'s transfer set. Per the pdn, the hp was not careful and got the transfer set caught on the door casing and it loosened. The pdn stated the hp came into the clinic and the pdn corrected the problem. The hp was given an antibiotic as a precaution and continued therapy on the cycler.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a connection issue is confirmed because it was reported that the home patient became disconnected by accident as the home patient was not careful and got the transfer set caught on the door casing of the house, which caused the transfer set to loosen. The peritoneal dialysis nurse (pdn) reported that the issue was resolved by the home patient coming into the clinic to correct the issue. The assignable cause is use error. A labeling review has been performed, finding that current labeling provides ample instructions related to the prevention of the use error in this report.